Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged airguard introducer was confirmed, but the exact cause of the damage was unknown. One 16.5fr airguard introducer sheath was returned for investigation. The dilator had been inserted and threaded onto the sheath. The protective tube that is attached to the airguard was not returned with the introducer. The white tabs were cracked apart along the score line. One side of the sheath was split apart 8mm distal to the white tabs. A microscopic examination revealed that the distal tip of the dilator was slightly out of round. Points of deformation were observed at the distal tip of the dilator, which is consistent with the wear pattern between the guidewire and dilator tip. Since the airguard introducer sheath and dilator had been assembled and locked together and since the dilator tip exhibited evidence of deformation, the damage most likely occurred during use; however, the exact mechanism of damage is unknown.. A lot history review (lhr) of rebs0860 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that during placement "insertion of denovo tunneled central venous catheter for dialysis. The guidewire and the peel away sheath were defective in the kit. Another kit was used for the procedure. The reported event resulted in use of a new kit, causing an inconsequential prolongation of the procedure. No injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebs0860 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that during placement "insertion of denovo tunneled central venous catheter for dialysis. The guidewire and the peel away sheath were defective in the kit. Another kit was used for the procedure. The reported event resulted in use of a new kit, causing an inconsequential prolongation of the procedure. No injury reported.